Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection was performed and an air bubble in the silicone tubing was observed. The reported condition was verified. The direct cause was determined to be manufacturing related issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a bubble that is part of the same plastic (burr) inside the tubing of the minicap transfer set. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h6: investigation findings: c19 (previously submitted as c16). Correction made to h6: investigation conclusions: d14 (previously submitted as d0301). Correction made to h11: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection was performed and an air bubble in the silicone tubing was observed. The reported condition was verified. A comparative review was performed and determined the air bubble is less than 1.00 sq mm meeting specifications. Should additional relevant information become available, a supplemental report will be submitted.